Event description:
Additional information received reported that the position of the stent¿s distal end after slippage was unsatisfactory. There was no friction between the stent and the retrieval point. It was stated that there was no resistance that occurred during the procedure and that the stent had lost its controllability. Continuous saline flush was administered and maintained as indicated in the IFU and there was no kink/damage that was observed on the catheter after removal. The pipeline was not implanted at the intended location and the device did not jump during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Imedtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at left ophthalmic artery,  with a max diameter of 6 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The landing zone was 3.6 mm distally and 3.8mm proximally.  Dual antiplatelet treatment (dapt) was administered. The pru level was normal.    It was reported that after normal opening of the stent tip, the anchoring position was unsatisfactory, when attempting to retrieve the stent to adjust the position, it was found that the stent could not be properly withdrawn or advanced, resulting in loss of control over the stent. The operator had to remove the catheter and deploy the stent, and used the guidewire to massage the stent, but the stent¿s apposition to the vessel wall was still unsatisfactory. The angiographic result post procedure showed blood vessel was unobstructed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the position of the stent¿s distal end after slippage was unsatisfactory. There was no friction between the stent and the retrieval point. It was stated that there was no resistance that occurred during the procedure and that the stent had lost its controllability. Continuous saline flush was administered and maintained as indicated in the IFU and there was no kink/damage that was observed on the catheterafter removal. The pipeline was not implanted at the intended location and the device did not jump during deployment.